Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
The subject was enrolled in the durability iliac trial on (B)(6) 2012. The procedure went well with no complications. On (B)(6) 21012, the subject complained of lower left extremity pain. It was discovered that the subject had left sfa stenosis. This was treated with a protege everflex stent (non-study device) on (B)(6) 2013. On (B)(6) 2013, the subject complained of thigh pain. An ultrasound revealed restenosis of the protege everflex stent in the left sfa. The subject was given plavix. An angiogram was done on (B)(6) 2013 revealing a thrombus in the stent. An additional stent was placed to treat this thrombus.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.